Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in video connector cable, cracks on side of video connector, cut in light guide cable, minor stains under light guide cover glass, scratches on distal edge, and distal fiber breakage. Based on the results of the investigation, it is likely that the light was too dark due to the image being out of the field of view. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a dark light. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark light. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.